Event description:
It is reported that the trays for the nexgen system changed color extremely within a few weeks. Some even show black deposits on the surface. The clinic decided not to use the trays any longer due to hygienic reasons.

Manufacturer narrative:
This report will be amended when our investigation is complete.